Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a low blood glucose (bg) level and loss of consciousness; cause was unknown. Customer was treated with intravenous fluids of saline to address the low bg. Customer was discharged on (B)(6) 2023 with the issue resolved and no permanent damage. Contact alleged that the pump did not deliver insulin as intended. System check with tandem technical support confirmed the pump was functioning as intended.